Event description:
It was reported that there was blood in the tube and the port was detached from the dressing. The patient is on a blood thinner and the wound was debrided and cauterized with a nitrate stick before pico was applied.